Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad partially worn away. There were contact marks on the surface of the probe and jaw. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. The instruction manual of the subject device already states; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-00202.

Event description:
During use of first subject device for an uncertain laparoscopic procedure, the error was occurred. The physician replaced second subject device. However, during use of second subject device, the error was also occurred. The procedure was completed with a similar device. There was no pt harm reported. The result of the eval in olympus medical systems corp, it was found that the ptfe pads of two devices were partially worn away. This is a report regarding second subject device.